Manufacturer narrative:
(B)(4). Additional information. The sample was received for evaluation on (B)(6) 2011. One companion sample was received for the reported condition of separated. A visual inspection determined all components were present, in the right position and complete. A pull test (B)(4) was applied to the components bonding assembly, and the components were not separated. The sample was then submitted for a dimensional test and the components were within specifications. The reported condition was not confirmed. Since the condition could not be confirmed, the root cause of this condition could not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter a cysto/bladder irrigation set that separated. According to the report, the latex sleeve disconnected from a (B)(4) cysto instrument/scope. When the operator connects the latex sleeve to the scope and begins flushing water through the line, the sleeve separates from the scope. The incident occurred during use in surgery on several different occasions. The exact amount of occurrences is unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.